Event description:
Vf storm, atp resulted in delayed shock and undersensing of vf with failure to rescue. Vf storm correctly identified by the device and atp delivered x3 and failed. After last atp, fine vf straddles vt/vf zone, undersensed by device and therefore, device does not deliver shock.